Manufacturer narrative:
Submit date: 06/16/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports that the raytecs are shredding in the cv case. Neither patient injury nor medical intervention has been reported.